Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. As a result of analyzing the components, omsc found that the main component of the white material was polyoxymethylene (polyacetal). Polyoxymethylene (polyacetal) is used for the cleaning tank of the oer-4 or a mouthpiece. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that a piece of the mouthpiece or the cleaning tank got into the tube of maj-1971. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that there was a white foreign material in the tube of the product. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.